Manufacturer narrative:
(B)(4). Report source: foreign (B)(4). Complaint sample was evaluated and the reported event is confirmed. Visual evaluation of the returned product identified that the pouch was opened and a foreign hair-like fiber was observed in the pouch. DHR was reviewed and no discrepancies were found. The root causes is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, a hair-like foreign object was found in the sterile packaging. The surgery was finished with back up product. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.